Event description:
General report received of an undocumented number of undocumented incidents of leaking from the y-site. The customer states that typically what is infused via the primary site is d10w 0.2ns with additives (a tpn like solution.) The solution runs at no greater than 12ml/hr. The y-site is used to infuse antibiotics at 6-10ml/hr via a syringe pump. It is usually after the infusion has been infusing for awhile, that the nurse will notice a wet spot on the patient's bed linens. It is reported that there appears to be "leaking from under the luer type connection." There have been no reports of blood loss or bleed back. The type of lines the patients have are central, umbilical and peripheral lines. The access sites have remained patent. One patient with a central line reportedly had developed an infection and a decrease in blood sugar. It was unknown to the reporter if either event was related to the leak. There have been no reports of adverse patient sequelae. Additional patient information was requested, but no further information was available.